Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose the customer¿s blood glucose level was unknown at the time of hospitalization. Customer had been feeling unwell and his body did not respond to bolus injections from the insulin pump. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. Unable to test for possible under delivery anomaly due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device also had a missing reservoir tube o-ring, scratched case, cracked case at battery tube side, peeling keypad overlay, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Device uploaded properly using carelink.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The information provided with the initial report was incomplete. We have added the blood glucose reading of 42 mmol/l, treatment while hospitalized and reported that the insulin pump would be returned which has been updated on this report.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 42 mmol/l on (B)(6) 2020. The customer was not feeling well, and the customer fell with the pump against the toilet causing the pump to crack. The customer had symptoms of vomiting. It was reported that the customer was not responding to bolus from the insulin pump and believed that the insulin pump was no longer working. During the hospitalization, the customer was connected to the blood infusion and the insulin pump was removed. The customer was not wearing a sensor. The customer will upload the insulin pump prior to returning it for failure analysis.